Event description:
It was reported that when opening up a replacement lead to implant, it was found that there was a damaged helical, so the lead was not used. Device history record for the lead was reviewed and showed the lead passed all specifications prior to distribution into the field. The lead has not been received for analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 adverse event problem, corrected data: initial report inadvertently listed wrong component code. H6 adverse event problem codes, corrected data: initial report inadvertently listed wrong investigation findings code.